Event description:
In 2001, the user facility's center supply personnel informed the manufacturer's sales representative of the following: the original device implanted without incident. Two months earlier, pt complained of burning after treatment started. Treatment stopped. Pt sent for dye study which indicated one lumen was leaking just below bayonet locking device. Chemo unit used other device and lumen until event date when pt complained of pain. Surgeon removed device and found other lumen leaking.